Event description:
It was reported that an 81-year-old female patient (42kg) underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a navistar¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. After the ablation was completed, the patient had a coronary angiogram (cag) (cardiac catheterization procedure), blood pressure was dropped. A cardiac tamponade was noted which requiring a pericardiocentesis. Blood pressure recovered after pericardiocentesis. No septal puncture, and no steam pop occurred. Irrigation was 35w, 15ml. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician's opinions on the relationship between the event and the product were as follows, ¿decreased blood pressure during cag after completion of ablation (abl), which may not be relevant, right ventricle (rv), his and coronary sinus (cs) catheters were remained and removed during coronary angiogram. This might be the cause.¿ additional information was later received indicating the hospitalization period was extended from the original schedule. During the procedure, there was no problem in the setting of the smartablate generator. The correct catheter settings were selected on the smartablate generator. The pump flow rate was also normal, switching from ¿low¿ to ¿high¿ flow during ablation, it was controlled normally. The navistar (cat# ns7tcdl174hs) was used for ablation of slow pathway before the adverse event occurred. No error message observed during the procedure. Dashboard; vector; visitag force visualization features were used. The visitag module was used, tag index parameters for stability were used. The vizitag parameters were set at range: 2.5 mm, time: 3sec, force over time (fot): 25%, tag size: 3 mm. No additional filter was used with the visitag. Tag index color options was used prospectively. The patient outcome of the adverse event is fully recovered. There was no patient history, treatment, or disease under treatment. There were no particular details or results of clinicals examinations. Hospital stay was extended to confirm hemostasis. Based on the available information both thermocool® smart touch® sf bi-directional navigation catheter and a navistar¿ electrophysiology catheter were used for ablation. Both devices will be MDR reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01626 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2022-01627 for product code ns7tcdl174hs (navistar¿ electrophysiology catheter).

Manufacturer narrative:
On 21-jul-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that an 81-year-old female patient (42kg) underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. After the ablation was completed, the patient had a coronary angiogram (cag) (cardiac catheterization procedure), blood pressure was dropped. A cardiac tamponade was noted which requiring a pericardiocentesis. Blood pressure recovered after pericardiocentesis. No septal puncture, and no steam pop occurred. Irrigation was 35w, 15ml. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician's opinions on the relationship between the event and the product were as follows, ¿decreased blood pressure during cag after completion of ablation (abl), which may not be relevant, right ventricle (rv), his and coronary sinus (cs) catheters were remained and removed during coronary angiogram. This might be the cause.¿ device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosensor webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).